Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.

Event description:
There was a hole in the shaft of the balloon catheter, preventing the aviator plus from inflating. The pt is a (B)(6) male. The target lesion was the left renal artery. The lesion was not calcified or tortuous. The product was properly inspected and prepped. The guidewire lumen was flushed at the tip of the device. The physician used the small needle type device and flushed the rapid exchange port. The inflation port was purged to remove any air. A bard inflation device was used in the procedure. There was no resistance during attempted inflation and the shaft was not kinked or bent during inflation. There is no info as to how the procedure was completed. There was no reported injury to the pt.